Event description:
Product surveillance received medwatch from (B)(6) on 2/3/2010. Customer reported on (B)(6) 2010, an as50 pump was infusing a continuous drip of terbutaline at 0.4ml/hour. The pump was on a male patient and had been running for 24 hours when pump alarmed, stopped infusing and indicated an error code of m046125. Pump was replaced within 5 minutes and therapy continued. Incident occurred during patient use, customer reported no medical intervention was required. Pump was given to clinical engineering and will be sent to baxter for evaluation..

Event description:
Caller states patient received results of hi (greater then 33.3 mmol/l) and 20.6 mmol/l on performa system 1 and 10.8 mmol/l on performa system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
(B)(4). Device has been requested for evaluation. If device is received and a evaluation performed, a follow-up medwatch will be submitted.

Manufacturer narrative:
The reported condition of pump alarmed stopped infusing and indicated an error code of m046125, was not confirmed or duplicated. No repairs were made concerning the issue due to the condition not being confirmed. The pump was returned unrepaired to the customer due to refusal of service estimate. (B) (4)